Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(4) ) was not a valid serial number. Therefore, serial number was updated to unk. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for meter. A tripped trend review was conducted for the reported complaint, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.